Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On an unknown date prior to the peritonitis event the patient experienced episodes of diarrhea; an unspecified culture was performed with positive results of clostridium difficile (c-diff). The cause of the peritonitis was reported, by the pd nurse to be migration of c-diff; however, this was not confirmed. On an unknown date, the patient was treated with intravenous (IV) vancomycin (dose and frequency not reported). The patient was to be changed to an intraperitoneal administration of vancomycin at the time of the report. The patient was discharged from the hospital 5 days after admission. At the time of this report the peritonitis event was ongoing but was improving. Pd therapy was ongoing. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Mfg. Date: 10/7/13 - 10/8/13. A review of all batch record documents was performed for potentially associated lot number gd895565 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.